Event description:
It was reported that a combination set¿s luer broke upon connection to the patient¿s line. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection was performed and the reported condition was verified. The male luer lock adaptor was observed to be broken. Root cause analysis was performed via a CAPA investigation and the cause was determined to be related to the material interaction between the antiseptic agent (i.e. Alcohol application) and the material of construction of the luer (acrylic). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.